Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20, alarm 30, cartridge change error issues were verified, but the occlusion issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Additionally, an occlusion alarm occurred, and a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.